Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 (08/14/2013)-product evaluation: the subject meter was returned on 05/03/2013 and analysis completed on (B)(4) 2013 by lifescan product analysis. The reported complaint could not be confirmed. The device met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.